Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated erroneous high troponin I (accutni) results. Customer reported that some erroneous results were reported out of the laboratory. Customer indicated that they did not know which results were reported out of the laboratory. Customer reported that the physician questioned the results. Customer reported that upon re-run the results were negative. Customer reported that there was no change or harm to patient care. Customer reported that system checks were passing within bec's specifications claim. Customer reported that no flags or errors occurred while the samples were running on the access 2 system. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access accutni reagent, lot 218277, and access accutni calibrators (s0-s5), lot 116461, were used in conjunction with the access 2 system. Bec field service engineer (fse) cleaned off residue of sample and wash buffer from inside the wash carousel housing. The fse adjusted the luminometer setting to within instrument specifications. The fse cleaned the wash pump valve and replaced the seal. The fse replaced the wash valve seal, stator, and rotor. The fse also tightened up a piece of loose vacuum pump tubing that fed into the waste lines. The fse then cleaned the incubator track to remove dried wash buffer precipitate.

Manufacturer narrative:
This report is one of seven reports related to seven events that occurred on seven days. This report is related to MDR# 2122870-2012-01547, MDR# 2122870-2012-01548, MDR# 2122870-2012-01549, MDR# 2122870-2012-01551, MDR# 2122870-2012-01552, MDR# 2122870-2012-01553.